Manufacturer narrative:
E1 - phone number was updated from (B)(6). D4 - primary UDI number was updated from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 76393ud03, however, no increase in complaint activity was identified for list number 07k78. The overall performance of the architect total b-hcg assay was assessed using data from customers worldwide. The review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 76393ud03. A review of the device history record did not identify any related nonconformances or deviations associated with lot 76393ud03 and complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect total b-hcg reagent lot 76393ud03 was identified.

Event description:
The customer observed false positive architect total b-hcg results on a patient. Results were reported to medical provider. The following results were provided (reference range of 0- <5 iu/l): initial results from 1st draw; >30000 miu/ml, 93.45miu/ml, & 99.57miu/ml. Results from 2nd draw <1.2miu/m. Sample from 1st draw was repeated & results were 97.62 miu/ml. Repeat results from 2nd draw was <1.2miu/m. There was no impact to patient management reported.

Event description:
The customer observed false positive architect total b-hcg results on a patient. Results were reported to medical provider. The following results were provided (reference range of 0- <5 iu/l): initial results from 1st draw; >30000 miu/ml, 93.45miu/ml, & 99.57miu/ml. Results from 2nd draw <1.2miu/m. Sample from 1st draw was repeated & results were 97.62 miu/ml. Repeat results from 2nd draw was <1.2miu/m. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.